Event description:
The hydroflex unit was being used in an arthroscopy case. The display was set to 100mmhg, but suddenly the display jumped to 300mmhg and the patient's knee became over-distended. After the case, the knee ended up being swollen. Reporter stated that the only thing he found is that the port that accepts the remote is corroded, and when he tried dripping saline into it, the number on the display started to rise.

Manufacturer narrative:
Unit is a re-usable device that was manufactured in 10/2001. A history review of the serial number confirmed that the device has never been returned to the manufacturer for refurbishment. The preliminary visual evaluation confirmed corrosion in the remote [phone] jack, which is an indicator that the jack may have been previously exposed to saline or other solution. During our functional evaluation of the returned controller, the pressure remained stable during 60 minutes of normal usage, however, we were able to create a sudden increase in the pressure (to 300 mm hg) by introducing saline solution into the remote jack.